Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized with a blood glucose level of 480 mg/dl. The customer did not mention the date of admission to the hospital. The customer was treated for their blood glucose by changing the sets with the help of paramedics. The customer did not troubleshoot and did not send the product back for analysis.